Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. The initial cholesterol result was 409 mg/dl and the repeat result was 261 mg/dl. The initial triglyceride result was 441 mg/dl and the repeat result was 57 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The cholesterol reagent lot number was 766142. The triglyceride reagent lot number was 778959. The expiration dates were not provided. The investigation is onoging.

Manufacturer narrative:
The field service engineer could not determine a specific cause. He suspected there was a fibrin clot from a patient sample aspirated during sampling. He inspected and confirmed the rinse levels and gear pump, cleaned the sample wash station and the drying hole, and performed a precision check that was acceptable. There was no indication of reagent issues as the qc results were within range. The analyzer alarm trace contained multiple abnormal probe-sucking alarms on the date of the event near the time the sample was processed. This is an indication of possible poor sample quality. The investigation did not identify a product problem. The specific cause of the event could not be determined.